Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and the positive result was reported to the emergency room. The result was questioned by the physician and the patient was redrawn one hour later. The troponin result from the redrawn patient sample was negative with a delta check message. The customer performed repeat testing on the initial patient sample and the result was negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur cp troponin ultra result.

Manufacturer narrative:
The cause for the initially false positive advia centaur cp troponin patient result when compared to the redrawn and repeat negative troponin test results is unknown. There were no system log errors at the time of the event, the customer's quality control results were within acceptable ranges and there were no other discordant troponin patient results reported. The customer has decline a field service visit. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."